Manufacturer narrative:
(B)(4). Batch # n53y29. Additional information was requested and the following was obtained: is the patient in intensive care due to the issues experienced with the device, if yes, please explain: per the sales rep: ¿the doctor used the first two cartridges in green in an sg operation. However, while using the product, the anesthesia specialist forgot to pull the ng out of the stomach and it caused damage to the operating tissue. The open tissue was later stitched. The problematic yellow cartridge did not work on the deformed tissue.¿; was there any patient consequence or change in the post-operative care of the patient as a result of the event: yes. The percutaneous drainage and endoscopic stent were implemented to the patient. Another surgery took place but currently the patient is doing well. Please be informed that the stapler was used after the tissue was already damaged. The product did not cause the damage to the tissue; just to confirm, were the drain, stent, and reoperation all due to the tissue damage caused when anesthesia specialist forgot to pull ng out of the stomach prior to the long60a/ecr60d device use, please explain: no. After ng was forgotten to be pulled, the stomach was stitched but to continue the operation new cartridges were used. However, the newly put cartridges had problems. They did not work on the tissue that was damaged prior (because of the anesthesia specialist); the healthcare provider forgot to pull the ng which led to stomach stitching (manually): the device was tried to be used on a damaged tissue not a healthy/normal tissue. First, since the ng tube was forgotten to be removed, the stapler was tried to fire on tube however the stapler didn¿t work(couldn¿t be fired). After that, the tube was removed, tissue was stitched and again the same stapler was tried to use, but again the device couldn¿t be fired. Another stapler was tried to use however, it also didn¿t work(not fired). The only reason it was mentioned about the damaged tissue is that the damage was not caused by the device but the device was used on damaged tissue; then to continue the operation new cartridges were used (I presume long60a with the ecr60d reloads were used now) and the cartridges had problems. No, a different device was used and it couldn¿t be fired neither. The stapler was long60a and the cartridges in stapler were ecr60d. The long60a device was discarded but the cartridges will return for analysis. What kind of problems did they lead to problems for the patient: the problem was that the device couldn¿t be fired. At the end, any device was not used on the tissue, laparoscopic stitching was performed; the analysis results showed that one ecr60d cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a sleeve gastrectomy procedure, the cartridge did not fire. The cartridges and staplers were changed three times - the cartridge was placed into the stapler. The cartridge, which was placed considering the stomach anatomy, could not cut/close the patient¿s stomach. The stapler was changed and another cartridge was placed; however, the same issue happened again. The replacement was done again but the issue remained the same. The patient is still in intensive care.